Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was cracked on battery door. Power up process performed. Unable to duplicate the problem at power up. Repair was not needed due to base not responding is an advisory alarm non-issue. Device passed all the functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.